Manufacturer narrative:
(B)(4). The device involved or a picture of the alleged defect, was not provided to the manufacturer for evaluation. It was reported as disposed of by the user facility. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges that the reservoir bag was not inflated during use on a patient. No patient harm reported. Patient's condition reported as fine.